Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent thoracic - xcelerant stent grafts were implanted in the endovascular treatment of a 75mm thoracic aortic aneurysm. It was reported on the date of a CT nine years later, it was found that the thoracic aneurysm expanded and the device was completely floating within aorta. It seemed that the stent graft was fractured at the proximal edge. The ascending aorta is expanded and it was reported that it would be difficult to perform additional treatment and it would be difficult to perform open surgery due to the patients age. It was reported that the fractured device might have been (B)(4) which was implanted in the proximal side. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported aneurysm expansion and fractured stent graft was confirmed on the films provided; however the cause of the event could not be fully determined. Films from the last three years were non-contrast; therefore, no assessment of any endoleak or stent graft/aneurysm patency could be performed. It is unclear if the fracture may have also contributed further to the taa expansion that had been noted in the previous year¿s follow up CT¿s. Although no proximal type I endoleak was able to be observed, it is very possible that one was present. Analysis of the returned CT¿s did not reveal any other obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.